Manufacturer narrative:
Results: footboard main module.

Event description:
It was reported in a service report that the scale was not functioning and that bed exit was not working. No adverse consequences were alleged.